Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp was overfilled with fluid while using the homechoice pro cycler for apd therapy. The hcp relates that during apd therapy the homechoice pro cycler had given the hp "low drain volume" alarms, which indicates that fluid flow from the hp is less than 50mls/min and the hp has not yet drained out enough fluid to meet the minimum drain volume requirement. According to the hcp, rather than attempting to resolve the alarm situation, the hp inappropriately bypassed the alarms. The hcp relates that the hp went to the dialysis center the following day and manually drained 3o00mls of fluid, which is 1000mls greater than the programmed fill of 2000mls. According to the hcp, there was no pt injury or medical intervention.